Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A consumer implanted for non-malignant pain and failed back surgery syndrome reported they used to be able to get eight coupling boxes, but all of a sudden the best they could achieve was six coupling bars. Troubleshooting was performed included repositioning the antenna and utilizing the antenna locate feature but this didn¿t resolve the issue. In an attempt to resolve the issue a new recharger antenna was going to be sent, and if this didn¿t work the consumer was redirected to contact their healthcare provider (hcp) as it may be a pocket issue. Additional information was received from the patient. It was reported that the patient¿s old system wasn¿t charging well and couldn¿t get stimulation in the right location to cover their back. The patient had the complete system removed and replaced on (B)(6) 2018. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received stated that the cause of the device not charging well and the stimulation not covering the correct location was that the battery was older. There were no reported complications and no further complications were expected.